Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during the fill tubing process. Customer's blood glucose level is 438 mg/dl. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised that the reservoir change resolved the issue and there was no alarm message during manual prime. Customer was advised that the insulin pump is working as designed.